Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The patient reported that "once, the stimulator switched off for no particular reason, early in the morning." The patient then attempted to use his programmer with the device, but "the programmer wouldn't let him switch it on again" and "instead it displayed an error code and told him to call a doctor." The patient was unsure of which specific error code was displayed at that time. The patient then contacted the manufacturer, but was redirected to his healthcare provider (hcp). The patient eventually "tried switching it on again with the programmer and that time it worked." Additional information was requested; a supplemental report will be filed if additional information is received.